Manufacturer narrative:
Section b5: additional information received indicates that initial indication for left tsa was osteoarthritis. The reason for patient revision was rotator cuff instability. The device is not available for evaluation purposes. (H10) upon further review of additional information received this complaint was determined to be not reportable. There is no evidence that the device failed to meet its specifications or to perform as intended. The patient had an adverse event without identified device or use problem.

Event description:
As reported, surgeon was converting a equinoxe anatomic total shoulder to a equinoxe reverse total shoulder. Poly was out and central cage was exposed for removal. Surgeon used a glenosphere locking screw with a vise grip and a trephine to remove the cage. Bone graft was applied and the final reverse glenoid base was implanted. Patient was last known to be in stable condition following the event. The devices are not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.